Event description:
It was further reported that the lead had twisted with the stimulator in the pocket numerous times. Impedance readings were greater than 4000 ohms. When they went to replace the device, the lead slid out of the stimulator without unscrewing. The device was replaced successfully. There were no patient injuries due to the event; the patient recovered with no sequela from the replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no anomalies. Final device analysis for lead (B)(4) revealed no significant anomalies. The outer insulation of the body was twisted.

Event description:
Additional information. The reporter stated according to the doctor the device was a "malfunctioning device," and the device was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the device was confirmed flipped. The device "seemed loose in the pocket" and continued to flip. Per the reporter, "it was also sore." Additional info has been requested. A f/u report will be sent if additional info becomes available.